Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. The device was fastened properly onto the gastroscope and then inserted the scope into the patient. It was noted that there was no difficulty experienced upon setting up the device. The physician used suction to grasp the varices and then started to deploy the bands. During the procedure, the first two bands were deployed successfully. However, when the physician attempted to deploy the third band, the seventh band started to deploy instead of the third. He immediately removed the scope along with the device, and the procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.